Event description:
The customer requested assistance with setting the time/date and priming of her insulin pump since she has not been using the device for a while. During the call the customer reported being hospitalized due to high blood glucose. The customer stated that she was experiencing unexplained high glucose for the past several days. The events reading to her admission was vomiting, and the customer has been treated with a manual injection. The programming, time, and date were correct. Ran a fixed prime and passed. It was stated that the customer had often bent cannulas and she was incorrectly sitting and pushing the needle without pinching the skin. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.